Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/16/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter broke in the glenoid. Surgeon used a drill guide and cycled the drill, but the metal inserter still broke. The broken fragments were unable to be retrieved. This was discovered during a procedure.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows that the distal end of the shaft was broken off and bent. Bone quality was provided as hard. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging the device during insertion.